Event description:
It was reported that device battery lost about 40% charge within 24 hours. No information was available regarding impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was completed and no additional actions or outcomes were reported.